Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the shield on the analog board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another set of pads to continue treating the patient to no avail. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.